Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of atrophy and recurring incontinence are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring incontinence. The device was functioning properly; however, upon removal of the cuff, the urethra appeared blanched and thin, indicating urethral atrophy. A surgical procedure was performed in which the device was explanted and replaced. The new cuff was implanted transcorporally at the same site, and additional local tissue was used to bulk the urethra. There were no further patient symptoms reported.